Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system extraction due to twiddler's syndrome. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The twiddler's syndrome allegation was confirmed based on slightly twisted lead body just distal to terminal boot.

Event description:
It was reported that this right ventricular (rv) lead was part of a system extraction due to twiddler's syndrome. No additional adverse patient effects were reported.